Event description:
It was reported that four patients suffered corneal burns after a tunnel pen was placed directly on the cornea to check for corneal pressure. The patients reported the burning sensation the day after the procedure. Cidex plus solution was used to clean the pen.